Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mhra user report in which the following information was reported. A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified (between 3mmol/l and 5mmmol/l) lower sensor scan results compared to 32.9mmol/l readings obtained on an unknown device as well as ketones level at 4.5. The length of sensor wear was 4 days and it is unknown if the customer noted a trend arrow on the device. Due to perceived low readings, the customer reported self treating with sugar and as a result, ended up feeling unwell with symptoms of claminess and shakiness. The customer then called the paramedics where unspecified readings were taken and customer was transferred to the hospital by a friend. Upon arrival at the hospital, healthcare professional meter readings of 39.9mmol/l and 4.5 ketone were taken and customer was then given IV insulin(dose/type unspecified), potassium, and saline for treatment of a diagnosis of diabetic ketoacidosis. Adc customer service successfully contacted the customer, however no further pertinent case information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care received an mhra user report in which the following information was reported. A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified (between 3mmol/l and 5mmmol/l) lower sensor scan results compared to 32.9mmol/l readings obtained on an unknown device as well as ketones level at 4.5. The length of sensor wear was 4 days and it is unknown if the customer noted a trend arrow on the device. Due to perceived low readings, the customer reported self treating with sugar and as a result, ended up feeling unwell with symptoms of claminess and shakiness. The customer then called the paramedics where unspecified readings were taken and customer was transferred to the hospital by a friend. Upon arrival at the hospital, healthcare professional meter readings of 39.9mmol/l and 4.5 ketone were taken and customer was then given IV insulin(dose/type unspecified), potassium, and saline for treatment of a diagnosis of diabetic ketoacidosis. Adc customer service successfully contacted the customer, however no further pertinent case information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mhra user report in which the following information was reported. A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified (between 3mmol/l and 5mmmol/l) lower sensor scan results compared to 32.9mmol/l readings obtained on an unknown device as well as ketones level at 4.5. The length of sensor wear was 4 days and it is unknown if the customer noted a trend arrow on the device. Due to perceived low readings, the customer reported self treating with sugar and as a result, ended up feeling unwell with symptoms of claminess and shakiness. The customer then called the paramedics where unspecified readings were taken and customer was transferred to the hospital by a friend. Upon arrival at the hospital, healthcare professional meter readings of 39.9mmol/l and 4.5 ketone were taken and customer was then given IV insulin(dose/type unspecified), potassium, and saline for treatment of a diagnosis of diabetic ketoacidosis. Adc customer service successfully contacted the customer, however no further pertinent case information was provided. There was no report of death or permanent impairment associated with this event.